Event description:
Per the physician's report, he implanted this pt's device in 2000 despite having difficulty removing the stylet. The radiological investigation after the surgery indicated that the device was curled in an abnormal way and needed to be explanted. The physician explanted the device and reimplanted a new one in 2006.